Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a treatment of a highly calcified lesion in sfa, the recanalization crossing support catheter was allegedly broke in segments. It was further reported that a snare device was used to capture and retrieve all the detached segments. Reportedly, a dabr laser and a balloon were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:the device was not returned for evaluation; however, three digital photos were provided for review. From the provided photos, two segments of seeker catheter can be identified as separated from the main device. One of the separated segments contains the distal tip and marker band of the device. Therefore, based on the returned photos, the investigation can be confirmed for the detachment of the two identified segments in the photos. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a treatment of a highly calcified lesion in sfa, the recanalization crossing support catheter was allegedly broke in segments. It was further reported that a snare device was used to capture and retrieve all the detached segments. Reportedly, a dabr laser and a balloon were used to complete the procedure. There was no reported patient injury.